Manufacturer narrative:
Insulin pump alarmed failed battery test during boot up due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to failed battery test alarm. Device heating up unknown. Pump received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and the insulin pump was getting warm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.